Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. The recipient healed well and was activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient presented at the ER with a suspected brain abscess. The recipient underwent a petrosectomy and found a cholesteatoma. The cholesteatoma was completely removed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device will reportedly not return to advanced bionics for analysis.

Manufacturer narrative:
Correction: section h.6. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.